Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, the stent was unable to reach the target lesion. During an attempt to remove the delivery system, the stent was embolized and believed to be in the aorta. The pt sustained the procedure well. However, pt developed angina on the second day. An elective coronary artery bypass graft was performed 2 days later. Post-operatively the pt was stable.